Event description:
The zenith procedure went without any deployment problems. Visual placement of the grafts went "beautifully." Final angiogram noted that the main body graft had landed ten millmeters lower than the lowest renal artery, this event resulted from the c-arm having been moved. Although there were no visible endoleaks, the physician wanted to extend the main body graft proximally to the desired landing site, in order to preclude further complications. When placing the main body extension, the physician pulled down on the delivery system too fast, and could not bring the graft back up proximally. As a result the extension landed well below the renal arteries and the intened landing site. Another main body extension was introduced and deployed successfully overlapping the initial extension inside the main body graft. Although the right iliac artery was aneruysmal, the physician chose to preserve the right hypogastric, even though it had been discussed to occlude the hypogastric. The physician elected to deploy the main body extension distal to the iliac leg graft and retain patency of the right internal iliac artery. Placement was successful with good overlap at the junction. Procedure was concluded with pt renal and hypogastric arteries. No endoleaks were detected during the procedure. Refer to 1820334-2004-00054 for additional info.